Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The company representative reported that the insulin pump alarmed motor error. There was a compromised force sensor alarm after the reservoir failed to reverse fully. The caller did not know the blood glucose reading.